Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to inappropriate programming. The device was reprogrammed. Patient condition was stable.